Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, and the customer reverted to multiple daily injections to ensure insulin delivery continued.